Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 350mg/dl, and her blood glucose was treated with an insulin drip and glucose. The customer experienced nausea, vomiting, and had a bent cannula. The customer mentioned that the device did not alarm no delivery as it should. Troubleshooting was performed. Assisted the caller to run the fixed prime test and the insulin did exit. Performed the high pressure test and the device alarmed within specifications. Suggested the customer to contact her doctor regarding the use of different infusion set to prevent bent cannulas. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.